Event description:
A technician reports the card reader would not read the wave card. The wave card was checked on a non-surgery day and no pts were involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).